Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. The failure mode was not reproduced during testing and the console was able to go through case start with consoles plugged in without restarting. The cause of the unexpected reboot was not determined since the failure mode was not reproduced and the console was able to perform as expected.

Manufacturer narrative:
The automated lmpella controller was received and an evaluation has begun. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support due to ventricular fibrillation (v-fib) and ventricular tachycardia (vt). It was reported that the automated impella controller (aic) went black during purge set up. A new aic was used.